Event description:
It was reported that patient's artificial urinary sphincter was removed due to urethral erosion from a foley catheter being placed in a recent hospital stay. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.